Event description:
It was reported that the patient experienced consistent problems operating an artificial urinary sphincter (aus); however, they are unsure if the experience is user error or device anomaly. The patient indicated assisting to the emergency room three times in the past month because the cuff would not open. Additionally, the patient has contacted the physician several times. Troubleshooting and proper pump techniques were provided. Patient liaison also recommended contacting the urologist for further training or an evaluation. No additional information was reported.